Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no damage noted on the keypad traces. The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump passed self test and a21 error test. No a21 or a13 alarms noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the customer's insulin pump would have a blank display after inserting a new battery. Customer stated they had to change their catheter three days in a row due to this issue. It was also found the customer's insulin pump would show no insulin after a new battery insertion. The customer also reported receiving an unexpected restart alarm and a program anomaly alarm on their insulin pump. The customer's blood glucose was unknown. It was also found the buttons on the insulin pump was unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.